Manufacturer narrative:
Manufacturer ref. No.: (B)(4). Baxter received and evaluated the device. During baxter's functionality testing, a constant upstream occlusion message was observed and considered confirmed, but further evaluation was not conducted due to the symptom being over looked during the service process. The reported symptom could not be confirmed through a review of the event history log.

Event description:
During baxter's functionality testing of a spectrum pump, the device displayed the upstream occlusion message when no occlusion was present. There was no patient involvement.

Manufacturer narrative:
(B)(4).the initial manufacturer report was incorrect. The event description, evaluation codes and manufacturer narrative has been updated.baxter received the device. The symptom "undetected upstream occlusion" was overlooked during evaluation and was not confirmed. Review of the event history log was not performed because they symptom was found during service evaluation. No related device malfunction was observed.

Event description:
During baxter's functionality testing of a spectrum pump, the device failed to detect an upstream occlusion. There was no patient involvement.